Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defective generator board was a destroyed transformer. Error message e433 occurs when the effective value of the output signal falls below the specified limit, which normally indicates a low-impedance diode chain. In july 2020, after the device's manufacturing date, an improved generator was introduced into production. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed by the biomedical engineer at the user facility, the customer high frequency electro-surgical generator displayed an e433 hardware error code. The customer reported event was found at preparation for use. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
The subject device was returned to the olympus service center. The service inspection confirmed the customer¿s reported problem. The device¿s was found to display the e433 error. Also, the recorded error log shows a high number of e433 errors (tvs diode short circuit). After troubleshooting the unit, the problem was isolated to a defective relay board & generator board. Also, unit has an older version of the (lvps) cable (prevents e172 errors) and the back of the top cover is deformed/bent to the point where the bracket cannot be installed. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly.